Event description:
On (B)(6) 2011, a (B)(6) male patient underwent right knee prosthetic arthroplasty, patellar tendon lengthening and quadriceps tendon repair. In addition to the human allograft semitendinosus tendon, the following products were also utilized: arthrex screw and suture anchor, zimmer-nexgen complete knee solution, palacob r radiopaque bone cement, arthrosurface femoral trochlea and a patello femoral taper post. On (B)(6) 2012, the pt developed infection symptoms which included fever and elevated wbcs and was re-admitted into the hospital. The wound site was described as ¿swollen, painful and warm¿. On (B)(6) 2012, many polymorphonuclear cells were seen on the gram smear. Synovial fluid from the right knee was cultured and grew (B)(6). A blood culture was taken and had no growth at 7 days. Arthroscopic irrigation and debridement was performed. The pt was treated with vancomycin 2000 mg, ciprofloxacin 500 mg and IV, nafcillin. On (B)(6) 2012, PICC with ultrasound and fluoroscopy was performed. On (B)(6) 2012, arthroscopic irrigation of the right knee was performed. On (B)(6) 2012, moderate polymorphonuclear cells were seen on the gram stain. Synovial fluid cultures were taken; no aerobic or anaerobic bacterial growth was identified. On (B)(6) 2012, repeat arthroscopic irrigation and debridement was performed. On (B)(6) 2012, right knee arthrotomy irrigation and extensive debridement with subtotal synovectomy followed by removal of the prosthetic components and the allograft tissue used for the previous extension mechanism reconstruction. (B)(6).